Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the handle was broken, the hanger was broken and it was additionally noted that the lock button on the keypad was collapsed and that all four knobs were rusted and fit loosely on the encoders. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken handle at the back. The generator was returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer¿s analysis.